Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative . Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. A visual evaluation was performed; the implant was returned outside its sealed packaging. The "outer box" lid was broken and no damage to the implant was identified. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1300125. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1300125 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : damaged¿ based on the investigation and risk management file review, the most likely root cause determined was mishandling of packaging outside of zimvie controls. Therefore, based on the available information, a packaging malfunction could not be verified. The implants outer boxes lid was broken. However, the reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a2: age at time of the event: unknown / not provided a3: gender: unknown / not provided a4: patient weight: unknown / not provided e1: address-line 2: lower ground floor.

Event description:
It was reported that upon receival, after opening the order package, the lid and the inner tube cap of an implant were already broken. Stickers were out and screw was left out was well. No impact on the patient reported.